Event description:
Reported as "sudden loss of restriction." Follow up: "x-ray report indicates band most likely site of leak while operative findings indicates the access port tubing as the leak site."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Analysis of the returned device also noted damage to the buckle, which likely occurred during the surgeon's attempt to reposition the band. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."